Manufacturer narrative:
Correction: e.2;g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 130.6020 - unable to replicate issue but found in logs, unresponsive power button on keypad - replaced keypad, chipped corners of rear case - replaced rear case. The probable root cause of the reported issue was due to error code 130.6020 confirmed in log and could not duplicate the issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device experienced a error code 130.6020. The error message was backwards. The front case was broken and the top part can be pulled out. The top of the case was out of place. The battery was fine and needs replaced later this year and the key pad was damaged up and to the right of the system on key. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced a error code 130.6020. The error message was backwards. The front case was broken and the top part can be pulled out. The top of the case was out of place. The battery was fine and needs replaced later this year and the key pad was damaged up and to the right of the system on key. There was no reported patient involvement.